Event description:
It was reported that the pump battery was noted to be depleting quickly, dropping from 35% battery life to 5%, then jumping back to 35%. Then the pump subsequently shut off. There was no reported impact to the customer's blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A follow up supplemental report will be submitted if the device has been received.